Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 3006705815-2021-01691. It was reported that diagnostic testing revealed high impedance on the leads. As a result, surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: e1: the "reporter first/given name" and "reporter last name", which were submitted in earlier report, have been corrected.

Event description:
Additional information was received that patient experienced ineffective therapy.